Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use, a bd eclipse¿ needle malfunctioned as the safety device fell off. This malfunction has created a risk for possible needle sticks. There was no report of injury or medical intervention.

Manufacturer narrative:
Additional investigation information: 7 representative samples of batch 6106446 were returned in sealed package for investigation, no damage was observed on the safety shield. The samples were subjected to safety shield fall off/break off test, none of the safety shield was disengaged. Our quality engineer inspected the returned units and could not identify any manufacturing related defects. As a result, the root cause of the reported issue could not be determined. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Manufacturer narrative:
Medical device lot number was received on 12/26/2018. It is # 6106446. Medical device expiration date is 4/30/2021. Device manufacture date has been updated to 04/15/2016. Investigation results: no sample or photo was returned, therefore bd was unable to perform an in depth investigation. The device history record was reviewed and no abnormality or qn were reported on the affected batch 6106446 during production. Without a sample, bd was unable to determine a root cause and could not confirm the reported defect. Conclusion: this device and reported defect are covered under CAPA (B)(4). Refer to the CAPA for full corrective and preventive measures.